Event description:
It was reported that cartridge leaked insulin at o-ring during off-pump fill and issue occurred one time. There was no adverse impact to the customer's blood glucose level. Customer discarded affected cartridge, loaded new cartridge with insulin, and successfully resumed insulin therapy, and cartridge was not returned for evaluation.